Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, port one was alarming. The device was rebooted, but resolution was not found. The procedure was cancelled and there were no patient consequences.